Event description:
Customer reported cracks on her insulin pump near the battery and reservoir compartments as well as on the screen of the insulin pump. Customer also reported that the vibrate feature is much louder and noisier than before. Troubleshooting was performed and the insulin pump passed the vibrate test and the self test. Customer declined to provide blood glucose readings. No further information reported.

Manufacturer narrative:
Insulin pump received with loud vibrator during self test due to adhesive bond not adhering on vibrator motor. No keypad anomaly noted. Minor scratched display window, cracked case at the display window corners, cracked reservoir tube lip, cracked resrevoir tube window through reservoir tube, cracked battery tube threads and missing end cap sticker.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.